Event description:
The customer reported spontaneous discharge of charged energy in the AED mode. Additional energy was delivered as expected during the code. There is no indication that the involved pt required additional treatment due to device behavior.

Manufacturer narrative:
(B)(4): the customer reported spontaneous discharge of charged energy in the AED mode. Additional energy was delivered as expected during the code. There is no indication that the involved pt required additional treatment due to device behavior. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.